Manufacturer narrative:
This event is being reported due to a patient experiencing a pneumothorax and pneumomediastinum after using percussionaire's ipv 2c device. The device was sent back to sentec for internal assessment. After undergoing functional testing, the product was confirmed to be performing as intended. As the scenario of inconsistent pressure could not be replicated by the service department and the product was functioning as intended, this event is being concluded as a user induced issue. At the time of this MDR, no additional information has been provided on patient status. A follow up MDR will be submitted if any additional information is received.

Event description:
On (B)(6) 2024, percussionaire was notified that while a patient was being treated with the ipv 2c therapy device, the patient experienced bradycardia. Treatment was stopped immediately and the patient was placed on a ventilator. An immediate x-ray was taken on the patient and it as discovered that the patient experienced a large pneumothorax and pneumomediastinum. The customer inspected the unit off the patient and the ipv 2c displayed a series of error codes. When the customer tested the device with a new breathing circuit, the device would not generate consistent pressure.